Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, the transmitter was worn on the back of customer's arm and pump was on opposite side of the customer's body; the body serving as an obstruction. Customer removed obstruction, however issue persisted, resulting in a blood glucose (bg) of 40 mg/dl. Customer consumed carbohydrates to address decreased bg level. A root cause could not be determined. A replacement transmitter was sent to the customer. No additional patient or event information was available.